Event description:
It was reported that the patient complains about hearing frequent cracking noises on his left hand side (the patient is bilaterally implanted).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.